Manufacturer narrative:
The unit was received with minor scratches on the lcd window, missing retainer and missing reservoir tube o-ring, and the inability to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic transparent guard and both o-rings were missing from the reservoir compartment. The insulin pump was returned for analysis.